Manufacturer narrative:
H10: although the device was not returned to the manufacturer, the complaint was confirmed by examining photographic evidence of the suspect device.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported a defective transfer set connector, there are two needles visible in the connector of the tube. The connector defect was noticed during normal use when the customer felt his blood glucose level increased.